Event description:
Pharmacy prepared phesgo injection and put into a syringe with an arrisure cap applied. Writer admin injection, as ordered, with appropriate sq needle into left thigh. As writer began injecting the medication, writer noticed the phesgo leaking from the syringe w/injection, a couple of drops were noted. Fortunately, chemo absorbent pad was under pt at the time. Writer withdrew needle, cleansed skin, and brought to pharmacist and informed her of what had occurred. Writer asked pharmacist if she could put phesgo into another syringe and not apply an arrisure chemo cap since this has been known to occur when the chemo cap is applied to the syringe. [Redacted] prepared syringe, as writer requested. Writer injected phesgo as ordered without any further leakage.